Manufacturer narrative:
Correction: g3 in the initial MDR was incorrect. The correct date is 6/21/2021. Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette chamber on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received 6320ml treatment-based tidal simulated treatment was performed and completed without failures. The cycler weighed fill and drain volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, load cell verification test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump and on the baseplate under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [(cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2021 while undergoing pd therapy. No additional information provided during intake. Subsequent attempts to obtain additional information (e.g., esrd death notification, death certificate, treatment data, autopsy report), have thus far proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿ clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the serious adverse event(s) of death. The patients cause of death is unknown; therefore, causality cannot be established. Per the reporting patient contact, the patient was connected to the liberty select cycler when they passed, no additional information is available. The end stage renal dialysis (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the totality of the information available, the patients liberty select cycler and liberty cycler set cannot be excluded from having a possible causal and/or contributory role in the patients death. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the events. However, the patient was actively undergoing ccpd therapy when they expired. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having caused and/or contributed to the serious adverse events. However, without a death certificate, esrd death notification, discharge summary (if applicable) and/or autopsy report, this clinical investigation cannot disassociate the device or product from the serious adverse events.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [(cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2021 while undergoing pd therapy. No additional information provided during intake. Subsequent attempts to obtain additional information (e.g., esrd death notification, death certificate, treatment data, autopsy report), have thus far proven unsuccessful.